Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported high blood glucose. Customer stated she thinks it was not delivering insulin. Customer stated that she changed the infusion set and reservoir and have been gone but it was still there. Customer's blood glucose was 497 mg/dl. Customer treated with the insulin pump. Troubleshooting was done. Explained the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.